Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window and a broken reservoir tube lip.

Event description:
It was reported that the insulin pump had partial display. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.